Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise oversensing on the right ventricular lead. Programming changes were performed. There were no patient consequences.

Event description:
New information indicates that noise oversensing reoccurred on (B)(6) 2023. No changes or intervention was performed. The patient was in good condition.